Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). The device was investigated by a maquet service technician. The device was tested but the symptom could not be duplicated. No problem was found. In conversation with the customer they indicated it may have been user error. Ref. (B)(4)

Event description:
(B)(4).